Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system}. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient passed away. The patient was admitted on (B)(6) 2025 with gastrointestinal bleeding. They continued to bleed throughout the hospital admission. They were transferred back down to the intensive care unit for hypotension and ongoing bleeding on (B)(6) 2025. This was status post coils with interventional radiology (ivr). They continued to require transfusion with massive amounts of gastrointestinal bleeding. They were not deemed a suitable candidate for any more invasive procedures and bleeding was ongoing despite mass transfusion. The patient's family decided to stop treatment and move to comfort measures. Pressors were stopped and the left ventricular assist device (lvad) was disconnected. The death was not considered to be device related and the device operated as expected.